Manufacturer narrative:
G4: 02nov2020 b4: (B)(6)2020 the customer replaced both speakers and the central processing unit (cpu) board and the issue was resolved. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 15oct2020.

Event description:
It was reported that the primary alarm was going off. There was no patient involvement. The field service engineer (fse) provided remote support and advised to check connections for signs of corrosion as well as provided part numbers for the speakers and cpu as needed.